Manufacturer narrative:
Section a4 and a6: unknown; requested but not provided. Section b3: date of event: unknown; requested but not provided. The best estimate date is between (B)(6) 2022 and (B)(6) 2024. Section d4: serial number: unknown; requested but not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6b. If explanted, give date: not applicable, as there is no indication that the device was explanted. Section d10: concomitant medical products: 1mtec30 cartridge & platinum system d&k handpiece section h3 (no): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6: health effect - clinical code: 1932 this code was used for the reported inflammation & cells in anterior chamber. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a 1-day post op clinical study case visit, the subject reported of blurred vision in the right eye (od). Slit lamp exam: 2+ corneal edema, 2+ cells, 2+ flare, epiretinal membrane. The patient outcome status is unknown. There were no surgical interventions required. No further information was provided.

Manufacturer narrative:
Corrected data and additional information: new information received that this event is ¿just¿ a regular adverse event, no product complaint, event is assessed as not reportable. Also, report of increased intraocular pressure, should not have been coded in section h6: health effect ¿ clinical code. Hence, this supplemental report is submitted to correct report previously submitted. There will no longer be any further reporting under MFR report number 3012236936-2024-0001706. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: the following fields were updated accordingly based on the additional information received: section a6: race: race: white. Section b5: there was no surgical complications and no secondary surgical intervention performed. There was no patient injury reported. No ocular new serious adverse event on the right eye (od) reported. No ocular ongoing sae/ade and no ocular resolved serious adverse event (sae)/ade indicated. The johnson & johnson (j&j) products that were used during this surgical case performed as expected and no difficulty with the j&j surgical products that were used during this surgical case was reported. The right eye intraocular pressure (iop) was 15 mm hg and the change in iop od from baseline was 0 mm hg. Uncorrected distance visual acuity (ucdva) monocular od (snellen): 20/40. Section b7: other relevant history, including preexisting medical conditions: epiretinal membrane both eyes (ou); coronary arteriosclerosis, diabetes mellitus, hypertension, hypercholesterolemia, diabetic neuropathy. Section d4: catalog #: icb00i0255. Section d10: concomitant medical products: ultrasound handpiece, phacoemulsification handpiece cx7000, fragmentation handpiece cx7050; other packs, bausch & lomb stellaris elite adaptive fluidic basic pack, other laser system, alcon bss irrigation solution, sterile, 500 ml 6/bx, other ovd used section h6: health effect - clinical code: 1937 - intraocular pressure increased corrected data: in review, it was noticed that the age "62" was inadvertently entered in the section "a2" of the initial MDR report; however, based on the new information received, the correct age of the patient at the time of event was reported to be "60". In review, it was also noticed that the date of event was inadvertently not correctly calculated/entered in the section b3 of the initial MDR report. Therefore, the information has been corrected in this supplemental MDR report and the following fields have been updated accordingly: section a2: age: 60 years. Section b3: date of event: aug 19, 2022 (1-day post-op). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.